Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery intermittently could not be charged. Additionally, the battery gauge intermittently fluctuated and the pump battery intermittently depleted quickly. Blood glucose was not impacted. Reportedly, the customer attempted to charge the pump using multiple wall outlets, usb ports, and cables and was able to ultimately charge the pump successfully.